Event description:
It was reported that left hip revision surgery was performed. Bilateral patient, revision surgery of the right hip previously submitted via MDR 3005477969-2016-00103. Two stage procedure performed. Pain, skin eruption problems and loss of weight reported.